Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronics assembly. Unable to verify low battery alert and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to blank display. Moisture damage was also found on the battery tube and motor assembly noted.

Event description:
Customer reported via phone call that the insulin pump had been going through batteries. Customer¿s blood glucose value was unknown. Customer was not using previously used batteries. Customer stated that the battery indicator was showing less than 2 bars. Customer completed troubleshooting. The device was returned for analysis.